Manufacturer narrative:
The customer found 3 strip pads in the strip provider module (spm) of their ichem velocity instrument.. There were no error messages generated by the instrument to alert the operator of a strip jam or an instrument malfunction. The customer did not request service and as such a field service engineer (fse) was not dispatched. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 3 strip pads had fallen off into the strip provider module (spm) of their ichem velocity.instrument. Customer did not report that any erroneous patient results were reported out or that there was any effect to patient treatment in connection to the event.